Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc sensor detached after 10 days of wear. Customer experienced loss of consciousness, requiring treatment of glucose infusion provided by a healthcare provider. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported her adc sensor detached after 10 days of wear. Customer experienced loss of consciousness, requiring treatment of glucose infusion provided by a healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch or adhesive. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc sensor detached after 10 days of wear. Customer experienced loss of consciousness, requiring treatment of glucose infusion provided by a healthcare provider. There was no report of death or permanent injury associated with this event.